Event description:
The customer reported elevated initial estradiol results, for two patients, involving the access 2 immunoassay system used in conjunction with the access estradiol assay and calibrator. This report is two of two referencing the patient on the event date noted. Subsequent testing of the patients¿ samples produced lower results, within the reportable range of the assay. The elevated results were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer noted quality control (qc) issues on the day of the event and had failed calibrations on other assays. Patient samples are collected in 16x100 mm, 10 ml becton dickinson (bd) serum separation tubes (sst) and centrifuged for ten minutes. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified the ultrasonics, which was acceptable. The fse noted the pipettor probe tip was worn and replaced the pipettor probe tip. The fse performed all pipettor alignments and the ultrasonic calibration. The fse proactively adjusted the reagent door to have it closed consistently. The fse also verified the dispense probes delivered the right amount of buffer. The fse proactively replaced the aspirate probes as they were over one year old. The fse noted the mixer speed was slow and adjusted the speed to 2,500 rpm (rotations per minute). The fse proactively replaced the mixer and spinner bearings, the wash valve stator and rotor, and the aspirate probe tubing. The fse noticed the air filter, for the waste canister, was full of condensation and advised the customer to leave the filter off until it dries. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, multiple service interventions were performed, however, the likely cause of the event is worn pipettor probe tip. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00925.